Event description:
It was reported that a device was used during a laparoscopic tubal ligation. When device was removed, the surgeon realized that the blade activation lever did not release. Upon introduction of the scope, the surgeon found the uterus was bleeding. By introduction of a third trocar the surgeon achieved control of oozing and completed procedure. The patient was admitted for an extra day for observation and released.